Manufacturer narrative:
The country of origin is (B)(6). The previous calibration and qc tests had acceptable results. It was noted that the centrifugation time was too short and the speed was too fast. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys ft3 iii result from the cobas 8000 e 801 module. It was noted that the customer was unsure which serial number cobas 8000 e 801 module was used. The initial result was 4.3 pg/ml. The rerun results were 3.3 pg/ml and 3.2 pg/ml. The result of 3.3 pg/ml was reported outside the laboratory. The reagent lot number was 438059 and the expiration date was 31-jan-2021.